Manufacturer narrative:
(B) (4). Eval of the returned product shows that the netting at the head portion of the window is torn. (B) (4).

Event description:
The customer reported that the canopy has holes in the netting. There was no pt injury reported.